Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the scab was present from the incision made at that location during surgery. The hcp prescribed preventive antibiotic (unknown to writer what antibiotic) to prevent infection. The scab was left to heal/fall off on its own and preventative antibiotics were prescribed to prevent infection. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jun-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had a scab over the spinal incision. The rep reported that the healthcare provider (hcp) prescribed preventative antibiotics for the scab that was still present since implant. The rep reported that there were no signs and symptoms of infection were present. The issue wasn¿t resolved. No further complications were reported.